Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. THE EVENT OF CAPSULAR CONTRACTURE IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN/WILL BE REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: CAPSULAR CONTRACTURE, BAKER GRADE III.

Event description:
HEALTHCARE PROFESSIONAL REPORTED A CAPSULAR CONTRACTURE, BAKER GRADE III. THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE REMAINS IMPLANTED. SINGULAIR¿ WAS PRESCRIBED.

Event description:
Healthcare professional reported a Capsular Contracture, Baker grade III. Later reported that upon explant surgery the device "was ruptured". Later through operative report it was noted "ptosis"-Not device related and "calcifications". This record is for the left side. The device was explanted. Singulair was prescribed.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B.5.